Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# igtcfs-65-2-uni-celect-pt g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Similar to device under 510(k) k121629. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "igtcfs-65-2-uni-celect-pt filter inserted on (B)(6) 2018 looked acceptable on completion ap cava gram. Attempted retrieval on (B)(6) 2018. Hook was embedded in cava wall. An advanced retrieval technique was used to retrieve filter." Patient outcome: unknown.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: investigation is based on event description and image review. The filter was deployed via jugular approach without significant tilt or immediate perforation. Approx. One month later filter retrieval was performed requiring advanced retrieval techniques due to the filter hook being embedded in the ivc wall. A single image from a sagittal, reformatted, contrast-enhanced CT scan does confirm the presence of a significant anterior tilt resulting in the hook of the ivc filter abutting the wall of the ivc anteriorly, thus facilitating embedment of the hook into the wall. The cause of the filter tilt is indeterminate with the information provided, as there was no report regarding predisposing or compounding factors that may have contributed to worsening tilt, such as major abdominal surgery with manipulation of the ivc. Therefore, the cause of the filter tilt may be related to the intrinsic factors with either the filter design, or the patient¿s anatomy/biology. It is noted that the filter was retrieved without harm to the patient. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Additional information provided. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.